Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the connection between the water feedset tube and the dome of an mr290 humidification chamber was torn after 5 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber, without the feedset spike, was returned to fisher & paykel healthcare (B)(4) for inspection. Results: visual inspection revealed that there was a break in the feedset tube of the mr290 chamber, where it is inserted into the chamber. The surface of the break is rough, and not smoothly cut. The feedset spike appeared to have been cut off. A lot check revealed no other complaint of this type for lot number 120918. Conclusion: the damage appeared to have been caused by the feedset tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. All mr290 chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during production. The user instructions that accompany the mr290 state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).